Manufacturer narrative:
Correction to h6 "medical device problem code" of the initial report, "2303 - microbial contamination of device" is being corrected to "4048 - failure to clean adequately". This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation.the device was returned and evaluated on related MFR report # 03013. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue may have occurred by difference of recognition between recommendation by olympus and the user facility on device handling and reprocessing steps. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device. ----------------------------concomitant medical products: automated endoscope reprocessor (edited in respective field due to character limitation)

Event description:
The customer reported having used the gastrointestinal videoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing and follow up with the customer is currently being performed. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no detections were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.